Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 5.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. However, during first inflation at 5 atmospheres for 2 seconds, the balloon ruptured near the tip. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient is in good condition.